Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and ivs-o2 was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and ivs-o2 was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and implanting surgeon of mesh on (B)(6) 2005 also excised previous mesh. It was reported that the patient underwent a gynecological procedure in 2009- d&c due to pain, bleeding and dyspareunia. It was reported that the patient underwent a gynecological procedure in 2004 implanting, 2011: implantation of urethral stent and (B)(6) 2013: patient underwent mesh excision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and ivs-o2 were implanted into the patient. It was also reported that the patient underwent another gynecological procedure on (B)(6) 2005 and a mesh and ivs-o2 were implanted into the patient concurrently with mesh removal of previous mesh. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. Following procedures were performed on patient: on 2009- d&c due to pain, bleeding and dyspareunia; on 2011-- implantation of urethral stent. It was also reported that mesh removal of second mesh was performed on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary tract infection and vaginal discharge.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.